Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed pulsatility index (pi) events; however, the reported suction event could not be confirmed through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported low central venous pressure could not be conclusively determined through this evaluation. The controller event log file contained events from (B)(6) 2023 and captured pi events between 10:49:45 and 11:46:19. One pi event was captured at 11:14:00 which was accompanied by a slight decrease in flow; however, flow values ultimately remained above the low flow threshold. No other notable events or alarms were observed, and the pump appeared to function as intended at the set speed. It was later communicated that after volume was infused, the suction event resolved, and the pump¿s speed was able to be increased. There were no adverse consequences, and the patient was reportedly in stable condition following the surgery. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse event that may be associated with the use of the heartmate 3 lvas. This section also addresses all pump parameters, including pulsatility index (pi). Section 1 states that ¿during a suction event, device speed drops to the low speed limit and then ramps up to the fixed speed unless another pi event is detected. If another pi event is detected, the device drops to the low speed limit again and then ramps back up. This cycle repeats as long as pi events are detected.¿ section 4, ¿system monitor¿, states that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. If the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 revolutions per minute (rpm) per second to the fixed speed setpoint. This drop in speed can be accompanied by a reduced pump flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had a suction event while in the operating room after the pump was placed once off the pump and drying up. Log files were submitted for review. The log file confirmed a pulsatility index (pi) event on 20dec2023 at 11:14:00. The suction event resolved after the patient was volume resuscitate; the patient had no adverse consequences from the event. No other notable alarms were seen once the backup battery was installed at 12:00:55.